Event description:
It was reported to philips that the detector rotation failed due to a current error, and the geometry was restarted on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the mvr low power board and sc1 board, performed calibration, and tested the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).